Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that he tried to recalibrate the exhalation pressure transducer and it kept failing at the calibration at 0cmh20. The device also failed circuit pressure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information was received.

Event description:
The customer reported xdcr fault issue on the vela ventilator. The customer confirmed that there is no patient involvement associated with the reported event.